Event description:
A 56 x18 ecc trial humeral head was chosen as the appropriate trial size. When the ball cylinder trial assembly was inserted into the humeral head trial and placed on the prosthesis, the ball cylinder trial could not be taken back out of the humeral head trial. It was later found that a very minor irritation on the metal was on the inner wall of the humeral head trial where the ball cylinder trial inserts into the head. This very minor irritation caused the ball cylinder trial to become stuck. A new ball cylinder trial was opened and a 56x21 ecc trial was used to gain appropriate version of the humeral head. It should be noted that this caused lengthening of the case by one (1) hour, and the trial stem had to be rebroached three times before it was found that the minor irritation on the trial humeral head was responsible.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.